Manufacturer narrative:
Additional information received on 07 feb 2018, indicated the patient had a cva post op day two and this event and the death was not related to the valve.

Manufacturer narrative:
An event of patient death due to complications was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott's patient device tracking indicated that on (B)(6) 2017, a 25 mm trifecta gt valve was implanted. Per report from the patient's family, the patent died on (B)(6) 2017 due to complications from open heart surgery. Further information was requested but has not been made available at this time.